Manufacturer narrative:
This event has been previously reported by the manufacturer under MDR # 3001845648-2019-00545. Niu stent, superficial femoral artery, drug-eluting - [full drug-eluting stent jacket two-year results of a single-center experience.pdf].

Event description:
As reported to customer relations: "the fp target lesions were crossed using conventional wire and catheter techniques, followed by predilation with a balloon one size smaller than the reference vessel diameter to allow for stent placement. The stent(s) were post-dilated with balloons sized in a 1:1 ratio with the normal vessel diameter. The need for tlr continued to be significantly lower in the sl compared to the fdj." "11/89 patients required reintervention after 1 year and 21/89 required reintervention after 2 years."